Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
12/12/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent removal of some cannulated screws from an ankle. The screw heads broke off. They were eventually removed to do a total ankle. Screws were removed to complete a total ankle procedure. The sales consultant was not there when they first tried to remove the screws. All he has know is the heads snapped off at some point. Not sure of the reasoning. Surgical delay and procedure outcome are unknown. Patient outcome is unknown. This complaint involves two (2) devices.

Manufacturer narrative:
This report is for an unknown trauma screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of two cannulated screws from an ankle. The screw heads broke off. They were eventually removed to do a total ankle. The devices involved during removal were synthes screw removal set along with the 4.0 cannulated set. The unknown screws were removed and for the desired treatment outcome surgeons were not able to move to the second part of the procedure, however, this was not just from the trouble removing the screw. The patient outcome is unknown. There was an unknown amount of surgical delay. This complaint involves one (1) device. This report is for one (1) unknown trauma screw. This is report 2 of 2 for (B)(4).